Manufacturer narrative:
Additional information: the balloon twisted during inflation. Deflation took some time but there were no difficulties reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device was returned for evaluation. A visual and a tactile inspection was carried out on the returned device: dry blood was found on the device and dry radiopaque solution was found inside the inflation circuit. A twist was found on the balloon 45 mm from the tip. No further issues were detected. The device was flushed and a 0.018¿ guide wire was advanced through the device. A purging test was performed negative pressure was applied with a manometric syringe on the balloon, no bubbles emerged in the water column. The balloon was inflated at: - 2 bars: a change in profile and wrinkles were clearly visible on the balloon in correspondence of the twist; - 4 bars: the change in profile decreased and some wrinkles were still visible on the balloon in correspondence of the twist, - 7 bars to 14 bars and the signs of twist on the balloon were no longer visible (no change in profile, no wrinkles). The balloon was deflated. No twist on the guidewire lumen was detected in correspondence of the twisted point previously detected on the balloon. A cine image from the procedure was obtained. In the image returned, a balloon twist was visible on the distal portion of the balloon. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an inpact pacific balloon to treat a sfa lesion. The device was prepped as per the IFU with no issues identified. No resistance was encountered advancing the device. No excessive force was used. The balloon twisted during the procedure. The procedure was completed using another inpact pacific balloon. No patient injury was reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.